Manufacturer narrative:
The device remains implanted.

Event description:
The patient underwent successful angioplasty and stenting procedure to treat a left m1 middle cerebral artery (mca) high-grade stenosis. Repeat contrast injection demonstrated that the stent was patent; however, was not well opposed. Post-dialation with a balloon was performed with demonstration of excellent flow through the middle cerebral artery with good stent to wall apposition with minimum residual effects.

Manufacturer narrative:
The correct lot number was provided by the facility and the device history record (DHR) review was performed. The DHR review confirms that the device met all material, assembly and performance specifications.

Event description:
The patient underwent successful angioplasty and stenting procedure to treat a left m1 middle cerebral artery (mca) high-grade stenosis. Repeat contrast injection demonstrated that the stent was patent; however, was not well opposed. Post-dilation with a balloon was performed with demonstration of excellent flow through the middle cerebral artery with good stent to wall apposition with minimum residual effects.

Manufacturer narrative:
Lot # changed to ¿unknown¿. A review of the device history record could not be performed because the lot number initially reported by the user facility was not correct. The subject device is not available as it remained implanted; therefore, functional testing as well as physical analysis cannot be performed. Information from the complaint indicated that the stent was not well opposed and post-dilation with a balloon was required to achieve wall apposition. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
The patient underwent successful angioplasty and stenting procedure to treat a left m1 middle cerebral artery (mca) high-grade stenosis. Repeat contrast injection demonstrated that the stent was patent; however, was not well opposed. Post-dilation with a balloon was performed with demonstration of excellent flow through the middle cerebral artery with good stent to wall apposition with minimum residual effects.